Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultralink meter was reading inaccurately high compared to his feelings and/or normal blood glucose results. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) on (B)(6) 2012. The reporter stated that the alleged issue began on (B)(6) 2012 at 2:38 p.m. The reporter claimed that the patient obtained back to back blood glucose results of "459 mg/dl" with the subject meter and "134 mg/dl" with his sister's onetouch ultra meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The reporter said that the patient manages his diabetes with humalog insulin pump therapy (basal rate is between .225-.5 units per hour). The reporter told the mss that the patient was administering an increased dose of insulin based on the readings obtained on the subject meter. However, the reporter was unable to specify how much more insulin the patient was administering. The reporter claimed that the patient developed symptoms of "sweaty, lightheaded, and tired/sleepy,"which the patient associated with low blood glucose. The reporter said that the patient treated himself with a cup of juice at the onset of symptoms. The reporter mentioned that the patient had also obtained inaccurate high results of "340 and 547 mg/dl" with the subject meter on the day of the alleged issue. However, the patient was not sure what time the results were obtained. At the time of troubleshooting the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. During troubleshooting the reporter told the cca that the patient was unknowingly using expired test strips when he obtained the alleged inaccurate high results. At the time of troubleshooting the reporter did not have control solution to perform a control test. The alleged issue was resolved with troubleshooting. However, replacement product was still sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly administered himself increased insulin doses based on the alleged inaccurate high results being obtained and subsequently developed symptoms suggestive of a serious injury. In addition, the reporter stated that the patient treated himself in response to the reported symptoms. In addition, reporter informed the mss that they performed an accuracy test with blood glucose results that exceeded lfs's criteria for accuracy testing.